Event description:
It was reproted that the patient underwent a sling procedure following reconstructive bladder surgery in 2006. One to two weeks postoperatively, the patient reported experiencing a possible allergic reaction. The patient's symptoms are ray welts, bloody vaginal discharge, hives, and right-sided abdominal pain. Prednisone, atarax and morphine have been prescribed to the patient. The patient is seeing an alergist.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.